Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there a burnt smell from the coulter hmx analyzer with autoloader (hmx autoloader). Customer reported that the peltier fan was not working. Customer reported that they replaced the peltier assembly and ran quality control (qc). There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.